Event description:
It was reported that the event involved a male pt while in the cath lab. The md attempted to insert the intra-aortic balloon (iab), prepped per the instructions for use (IFU), through the telfon sheath via femoral artery when the balloon became stuck in the sheath. As a result, the iab was removed with the sheath as one unit. A new kit was prepped per IFU and inserted through the teflon sheath via the same insertion site. No medical/surgical intervention was required. No delay or interruption in therapy noted. No report of pt death, complications or injury. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.